Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer removed sensor from body already but filament was not there attached to there body. Customer stated that cannula was fine filament was not there. The customer¿s blood glucose was 155 mg/dl at the time of incident. The sensor will not be returned for analysis.